Event description:
It was reported that the user experienced hypoglycemia, with a blood glucose reading of 50 mg/dl, and had treated with approximately 20 grams of oral carbohydrate prior to contacting customer care; the agent advised waiting an additional five minutes before reassessment, and a fingerstick at 15 minutes post-treatment showed 87 mg/dl while the cgm continued to display 50 mg/dl, after which the user calibrated the cgm. Symptoms included low blood glucose. Outcomes included recovery to in-range glucose by the end of the call without further intervention or hospitalization. Investigation included customer counseling on hypoglycemia management and cgm calibration steps. Investigation of this case revealed no device malfunction identified and suggested a cgm reading discrepancy that resolved after calibration. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.